Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015. Counselling and esophageal dilation performed post anti-reflux procedure to treat dysphagia. Diagnostic barium swallows showed no significant stricture or hold-up of contrast. Device explant at patient's request on (B)(6) /2016 due to dysphagia. Dysphagia has resolved to pre-anti-reflux procedure status.